Event description:
The customer reported, image quality issue image is to contrast on the cardiac unit. No report of injury.

Manufacturer narrative:
The service rep could not duplicate image problem. He did, however, find kv tracking out of specs and adjusted to within specs. He also found cine function not working on unit. Found bad cine drive ordered parts for cine problem. He replaced cine drive and had to upgrade software to ver 29, also had to replace x-ray controller pcb to a gib pcb to run new software. Tested system. Unit working as intended. Returned to service.